Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tip was returned with a defective heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref CAPA (B)(4).

Event description:
During a laparoscopic surgical procedure, the heat shrink from the renew fenestrated grasper tip broke and fell into the patient. The surgeon was able to retrieve the heat shrink piece from the patient. There was no harm to the patient.